Event description:
During a remote follow-up, an episode of inappropriate atp and shock were delivered for a supraventricular tachycardia (svt) due to an incorrect interpretation of signals. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.